Event description:
Following the pt's recent reimplant, it was reported by the physician that the pt developed an infection at the generator site. The doctor planned on treating the pt with antibiotics. A review of the generator's design records showed the device had been properly sterilized prior to shipping. Attempts for further info have been unsuccessful to date.

Event description:
Additional information was received on (B)(6), 2012 when the nurse reported that the patient did not have an infection; he had fluid accumulation within the subcutaneous pocket. The patient was given antibiotics for prophylactic reasons only. The nurse stated that no cultures were taken.

Event description:
Additional information was received on (B)(4) 2011 when the manufacturer's consultant reported that there was no trauma or manipulation that contributed to the patient's infection. The infection was due to the recent battery replacement. The consultant also reported that there were no other interventions taken other than antibiotics. The nurse practitioner reported that the patient was doing ok and the infection was resolved; therefore, no explant of the device was needed. Attempts for further information have been made to the nurse practitioner but no additional information has been received to date. Review of the manufacturing records confirmed sterilization of the generator prior to distribution.

Event description:
Additional information was received on (B)(6) 2012 when it was discovered that the patient developed an infection in (B)(6) 2012 caused by the patient scratching himself over the vns incision site. This infection event was captured in medwatch report number 1644487-2012-00291.

Manufacturer narrative:
Device mfg records were reviewed. Review of the mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
On (B)(6), 2012 additional information was received when the physician's nurse reported that the patient had surgery that day to clean out his generator site and bury the generator a little deeper in the patient's chest. Initially it was believed that the patient had an infection back in (B)(6) 2011. Cultures were taken and no infection was found. Now, it looked like the generator was starting to pull the incision open so they went in and placed it deeper in the patient's chest. Electrocautery had to be used during surgery.